Manufacturer narrative:
No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 22, 2015.

Manufacturer narrative:
Additional information was received on 07/16/2015. Third party manufacturer performed a batch review of the routers for lot # 13vm50559 and no deviations or discrepancies were noted which revealed the lot was processed without incident. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/30/2015.

Event description:
It was reported the fecal management system retention balloon had residual air inside of it. The residual air could not be extracted during device preparation. The device was not used. No pt involvement was reported.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No further info was available at the time of the report. Should additional info become available, a follow-up report will be submitted.